Event description:
A peritoneal dialysis (pd) patient reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a m31 air detected in cassette warning in fill 4 of 4. While the ts was troubleshooting the air detected in cassette message, the patient noticed that there was fluid that leaked all over the floor. The patient was not able to pinpoint where the leak was coming from exactly. Upon follow-up conducted on (B)(6) 2025 the patient stated that during their pd treatment fill 4 of 4 the cycler was alarming with the air detected in the cassette alarm. Per patient during their troubleshooting with ts, they noticed some fluid on the floor. The patient stated that they could not determine where exactly the fluid leak was coming from since the inside the cycler was dry, the cassette was dry and there was no moisture or wetness on the tubbing¿s or connections. Per patient there were no external leaks from the solution bag or any connections prior, during, or after the event. The patient confirmed that there were no known delivery issues or damage to the delivery box the supplies were delivered in. The patient stated that there were probably some condensation inside of the cycler, but no fluid leak. The patient did a manual drain on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set sample is available to be returned to the manufacturer for physical evaluation, however, no sample for supply bag since the patient has disposed of it.

Manufacturer narrative:
Additional information: d9, h2, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a m31 air detected in cassette warning in fill 4 of 4. While the ts was troubleshooting the air detected in cassette message, the patient noticed that there was fluid that leaked all over the floor. The patient was not able to pinpoint where the leak was coming from exactly. Upon follow-up conducted on (B)(6) 2025 the patient stated that during their pd treatment fill 4 of 4 the cycler was alarming with the air detected in the cassette alarm. Per patient during their troubleshooting with ts they noticed some fluid on the floor. The patient stated that they could not determine where exactly the fluid leak was coming from since the inside the cycler was dry, the cassette was dry and there was no moisture or wetness on the tubbing¿s or connections. Per patient there were no external leaks from the solution bag or any connections prior, during, or after the event. The patient confirmed that there were no known delivery issues or damage to the delivery box the supplies were delivered in. The patient stated that there were probably some condensations inside of the cycler, but no fluid leak. The patient did a manual drain on the day of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set sample is available to be returned to the manufacturer for physical evaluation, however, no sample for supply bag since the patient has disposed of it.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.